Manufacturer narrative:
Our CAPA system has found this past-due reportable event.

Event description:
It was reported that the device exhibited high impedance and intermittent non-capture. During the replacement procedure, the lead tested normal. Therefore, the ICD was replaced.